Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that steps taken to resolve the jolt was the patient got more experience with the machine. They stated that it was ok. The jolt issue had resolved. The patient weighed (B)(6) pounds at the time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient went to charge the ins and the controller was fully charged, but the ins would not charge at all and it had been at 40% for 4 days. The patient said that it acted like it was going to recharge, but it would not. The day prior to the call, it said terminated on the screen. On the call, the battery screen was up on the controller. The caller said they had the wrong cord plugged into the controller. When the recharger was connected, the patient got a "hell of a jolt." The caller said it was taking a long time for the controller to check the recharger, but the controller showed excellent charge quality. The caller said last time when it was plugged in it didn't charge anything. It was advised the equipment appeared to be working as intended and to allow the controller to go dim for more efficient charging. No further complications were reported.